Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regr0256 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer was forked and not available to use. No other information was provided.

Event description:
It was reported that the introducer was forked and not available to use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed. One open 5 fr dl powerpicc catheter kit tray was returned for evaluation. The 5 fr microez microintroducer, catheter, and accessory components were returned. The distal end of the microintroducer sheath was observed to be damaged. Microscopic inspection of the sheath damaged revealed the tip to be bunched inwards. The sheath tip taper was observed to be present. Slight bending in the sheath tubing was also noted. The characteristics of the damage observed is consistent with damaged caused by advancement against resistance during the insertion process. The product instructions for use (IFU) contains instructions which may have prevented the issue. The IFU states, ¿introduce the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.¿ since the distal tip of the sheath was observed to be damaged, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.